Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion. Another boston scientific crt-d was successfully implanted. Upon receipt, initial analysis determined that the device did not meet expected longevity predictions as described in labeling. No adverse patient effects have been reported.

Manufacturer narrative:
Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device failed to meet the projected longevity. Estimated current draw calculations based on data taken from device memory indicate four periods of time when high current draws appeared to have occurred. A series of tests were performed in an effort to determine the cause of the high current draw, however, a cause was unable to be identified. The device was then subjected to, and passed, a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions.